Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. CT performed eight years post filter deployment revealed 15-20 degrees of ivc filter tilt towards the midline. The image in combination with the other images shows anterior tilt of the ivc filter. One lateral leg and one medial leg extends beyond the wall towards the duodenum and aorta respectively. Therefore, based on the image review the investigation is confirmed for perforation of the ivc and filter tilt. Approximately three years and four months of post deployment, computerized tomography-abdomen was performed which showed that grade 3 perforation, ventral strut abuts uncinate process pancreas (7mm) and right lateral strut abuts duodenum (13mm). Around one year and ten months later, computerized tomography abdomen/pelvis showed that grade 3 perforation, left lateral strut abuts aorta (7mm), ventral strut abuts uncinate process pancreas (9mm), right ventral strut embedded in head pancreas (11mm), right lateral strut abuts duodenum (10mm), and posterior struts run along ventral/posteral aspect right renal artery (12mm). The filter was tilted anteriorly. Its cone has penetrated through the anterior wall of the inferior vena cava and was in contact with the portal vein. The arms and legs of the filter have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. One of the arms and one of the legs has penetrated the duodenum. Around six months later, retrieval attempt was performed. Access was gained via right internal jugular vein. At the time of surgical procedure, the filter appeared to be very well embedded into the inferior vena cava. Then felt it would be dangerous to try to remove this at that time. The hooks were looking like they were just outside the inferior vena cava and well embedded into the inferior vena cava. Therefore, did inferior vena cavogram and left the filter in place. Therefore the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years post filter deployment, explant attempt was made. An inferior vena cavogram showed the filter to be well embedded in the ivc. The hooks looked like they were just outside the ivc and well embedded into the ivc. It was not freely movable either but manipulation with a catheter. Hence, it was decided to leave the filter in place. Therefore, the investigation is inconclusive for perforation of the ivc and filter tilt. Based on the provided medical records, there is no clear evidence to confirm for perforation of the ivc as it reported that the filter hooks "looked like" they were just outside the ivc and well embedded into the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,g4 h11: h6(device),h6(result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc, struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years post filter deployment, explant attempt was made. An inferior vena cavogram showed the filter to be well embedded in the ivc. The hooks looked like they were just outside the ivc and well embedded into the ivc. It was not freely movable either but manipulation with a catheter. Hence, it was decided to leave the filter in place. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc and filter tilt. Based on the provided medical records, there is no clear evidence to confirm for perforation of the ivc as it reported that the filter hooks "looked like" they were just outside the ivc and well embedded into the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts perforated into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts perforated into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.